Event description:
It was reported when using the pyxis medstation es system drawer failed to open. The customer reported that the malfunction occurred when user trying to issue the medication to patient and there was no delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer 5.2, which was hard to close and produced a grinding sound. A field service engineer examined the drawer for a rail problem and discovered that a rubber bumper was missing. They installed a replacement bumper, but the issue persisted. The drawer continued to make a scraping noise when closing and was hard to push shut. Additionally, it had intermittent opening problems. The drawer was replaced to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.